Event description:
As reported, when the shuttle of a 6f-7f mynx grip vascular closure device (vcd) was brought up, no white advancer tube was present. Manual pressure was held for twenty minutes. As stated by the sales rep,"not sure if sealant was actually deployed¿. There was no reported patient injury. The device was deployed as routine, the shuttle was advanced, and a click was heard as usual. The image shows the packaging of a 6f/7f mynxgrip vascular closure device from lot f2204202. There is also a biohazard bag visualized with a myngrip and csi inside. The syringe is locked and there is blood in the stopcock tubing. It is difficult to visualize the device as it is in the biohazard bag. No other observations can be made. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# f2204202 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported , when the shuttle of a 6f-7f mynxgrip vascular closure device (vcd) was brought up , no white advancer tube was present. Manual pressure was held for twenty minutes .as stated by the sales rep ,¿not sure if sealant was actually deployed¿. There was no reported patient injury . The device was deployed as routine, the shuttle was advanced, and a click was heard as usual. The product was not returned for analysis. A photograph was returned for analysis. Review of the picture shows the packaging of a 6f/7f mynxgrip vascular closure device from the lot f2204202. Beside the packaging, there is a biohazard bag visualized with a used 6f/7f mynxgrip vcd, a 6f procedure sheath and a syringe inside. It shows that the procedure sheath is on the device, fully retracted, and the syringe is connected to the device with the stopcock open and in locked position. No other observations can be made as it is in the biohazard bag. A product history record (phr) review of lot f2204202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.